Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('one is in my tube almost touching my ovary') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant) and device expulsion ("I have 3 coils none of them are in place/one is in my cervix/one in in my uterus"). At the time of the report, the fallopian tube perforation and device expulsion outcome was unknown. The reporter considered device expulsion and fallopian tube perforation to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('one is in my tube almost touching my ovary') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant) and device expulsion ("I have 3 coils none of them are in place/one is in my cervix/one in in my uterus"). At the time of the report, the fallopian tube perforation and device expulsion outcome was unknown. The reporter considered device expulsion and fallopian tube perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-feb-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.